Manufacturer narrative:
The associated genesis ii tibial baseplate and genesis ii articular insert were returned and evaluated. A lab analysis conducted during this investigation indicated that a portion of the posterior section of the tibial baseplate was fractured in the medial-lateral direction. The broken piece is returned. Scratches and remaining bone were observed on the posterior surface of the tibial baseplate. Burnishing, discoloration, and damage was observed on the articular surface of the tibial insert. Some localized deformation/damage was observed superiorly and inferiorly at the medial-posterior edge of the insert. The wear pattern on the insert is rotated. No material deviations were found during this investigation. Our investigation including a review of complaint history for the baseplate revealed no prior complaints for the listed failure mode with the same batch number. The device was manufactured in 2002. A review of the manufacturing records of the baseplate did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Our investigation could not determine a specific cause of the failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Contains additional information.

Event description:
It was reported that a revision surgery was performed for a broken posterior tibia plateau. No delay, additional injuries or back up reported.